Event description:
Reporter indicated that vns pt's programmed parameter were reduced due to loss of verbalization ability. The pt subsequently experienced an increase in seizure activity following the parameter reduction. Treating neurologist plans to increase programmed parameters again after the pt completes one month of treatment with a speech therapist. Investigation to date has been unable to determine the severity of the seizure increase and the speech disorder.